Event description:
The customer reported that during a tonsillectomy procedure, the device was laid at the corner of the pt's mouth and a burn occurred. The burn was described as 3rd degree and treated with ointment.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.